Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt and low flow alarms may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for these alarm thresholds and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death, worsening heart failure, cardiac arrhythmia, device thrombosis, hemolysis, multi-organ failure, renal dysfunction and respiratory dysfunction are all known potential complications associated with heart failure patients and in those with implanted vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient to the outpatient vad clinic with complaints of chest pain, diaphoresis and nausea that had started in the middle of the might. The patient further reported that his exertional dyspnea had been worsening and that he had bilateral leg edema and a slight headache. A preliminary review of the patient's controller log files revealed that his power consumption was below the normal operating range and that the estimated flow waveform was flattened. At that time, the patient's doppler blood pressure was 78mmhg. The patient was sent to the emergency department for admission on (B)(6) 2017 where he was started on a milrinone infusion. Laboratory testing revealed an elevated creatinine, hyperkalemia, a therapeutic international normalized ratio (inr) and hemolysis indicators. The patient's urine was noted to be clear at this time. At the time of the event, the patient is reported to have been compliant with his prescribed coumadin and aspirin. An echocardiogram revealed a left ventricular ejection fraction (lvef) of 15-20%, moderate to severe mitral valve regurgitation, mild tricuspid valve regurgitation, normal right ventricular function and an aortic valve opening with each beat. A ramp study revealed that the patient's aortic valve continued to open and unchanged mitral valve regurgitation with increases in the vad's speed. In addition, this study did demonstrate that the left ventricular cavity appeared to get smaller at a vad speed of 3300rpm; though this was associated with high watt alarms and estimated flows that did not change significantly. The site reported that these findings were suggestive of pump thrombus. On (B)(6) 2017, the patient was started a heparin infusion, sodium bicarbonate and persantine with continued coumadin, aspirin. A right heart catheterization revealed an elevated central venous pressure and severely reduced cardiac output and index. The patient's condition continued to deteriorate and he was noted to be hypotensive requiring placement of an intra-aortic balloon pump. He developed ventricular tachycardia requiring cardio-pulmonary resuscitation and high doses of vasopressors, intubation and mechanical ventilation. The patient's family decided to withdraw care and the patient's vad was turned off on (B)(6) 2017 at 2030hrs. The patient expired the next day with a cause of death related to multi-organ system failure (mosf). An autopsy is planned but its' result have not been provided. The pump was explanted post-mortem and the site will be returning along with his peripheral equipment to the manufacturer. The primary investigator reported that the hemolysis and pump thrombosis events were related to the study device and unrelated to the patient's condition or to the implant procedure; while the patient's respiratory failure was related to the patient's condition (cardiac arrhythmias) and unrelated to the study device or to the implant procedure and the cardiac arrhythmia event was related to the patient's condition and to the study device and unrelated to the implant procedure.

Manufacturer narrative:
Removed explant date as pump was explanted post-mortem: pump (B)(4) was returned to for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported "low flow" event was confirmed via review of the controller log files which revealed a drop-in power consumption on (B)(6) 2017 followed by another drop-in power on (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017 at 08:02:55. The reported "high power" event could not be confirmed since the log files did not reveal high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Additionally, the material surrounding the outflow graft was consistent with fibrin. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to multiple factors such as thrombus formation at the inflow cannula and/constriction of the outflow graft due to the fibrin surrounding it. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.